Event description:
The complainant reported a patient with unknown demographics noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient experienced hypotension a few minutes after impella insertion. During the procedure, the patient became bradycardic. Therapy with katecholamine had to be administered and the device was explanted. Patient was reported stable post procedure.

Manufacturer narrative:
No product was returned. As per clinical patient experienced ischemic stroke issues with bradycardia and device explanted. No data logs were returned for review. The cause of the stroke issue was most likely patient condition related and unknown relation due to insufficient clinical information and with logs unavailable to review. As noted in the impella IFU: impella cp with smart assist system impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.